Event description:
Report received of an under-delivery. The pump was returned to the customer's biomedical engineering department with an unspecified complaint that was not related to delivery accuracy. During the customer's biomedical testing, the pump was found to under-deliver. There were no reports of any adverse patient events while the pump was in clinical use.